Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage of the rv lead was alleged but was unable to be confirmed. Technical support was contacted and provocative testing was performed, but the noise was unable to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were revealed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.